Manufacturer narrative:
The electronic device log was available for investigation. On the reported date of event the ventilation was severely restricted by a patient near constriction resulting in high airway pressures with low volumes applied. The device alarmed accordingly with airway pressure high, minute volume low, tidal volume not applied and apnea (no co2), as no etco2 values were registered. After a short period of stable ventilation a leakage in the patient circuit led to an apnea situation again and resulted in a fresh gas deficit. The device alarmed accordingly with apnea, inspiratory tidal volume high, fresh gas low or leakage and emergency air inlet activated. The logfile review revealed no indications for a technical malfunction of the device. Furthermore the device was checked on-site by a dräger service technician without any findings. It can be concluded that the device reacted as specified.

Event description:
It was reported, that the co2 was not registering on the monitor. In consequence the surgery was cancelled. No direct impact to the patients health condition reported.